Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture". Additionally, a healthcare professional also reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: the unit is not rupture, crease fold, yellow biological tissue, red particles in the shell and labeled as left side.

Event description:
Healthcare professional additionally reported left side "excessive swelling."